Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement, there were episodes of noise resulting in inappropriate automated mode switch (ams) noted on the right atrial (ra) lead. There was also external insulation abrasion noted on the lead. The lead was capped and replaced, and the patient was stable with no consequences.